Manufacturer narrative:
Concomitant medical product(s): item number: 00771101100, item name: press-fit femoral stem, lot number: 60443761; item number: 00630505836, item name: standard liner, lot number: 60577093; item number: 00620005822, item name: acetabular shell, lot number: 60601507. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left hip revision approximately nine years post-implantation due to metallosis, adverse tissue reaction, tribocorrosion, and pseudotumor. During the procedure, pseudotumor, debris, fluid, and osteolysis were noted. It was also noted that there was corrosion inside of the head and some staining of the titanium neck taper. The shell was noted to be well positioned and well fixed. Inflammatory tissue was found behind the liner. Head and liner components were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient complained of hip pain and an MRI was done, showing a large pseudo tumor and fluid in the joint. Surgery confirmed this, pseudo tumor was removed. There was also some necrotic tissue on the lateral femur, on the area of the greater trochanter. This was debrided. Wound was irrigated and a new and head were implanted.

Manufacturer narrative:
The femoral head and poly liner were returned for further review. The taper surface on the femoral head indicated dark debris. Dimensional measurements of the femoral head conformed to print specifications where measured. The liner was discolored. Severe damage was noted on the rim consistent with extraction damage. The damage was too severe for dimensional analysis. Device history records for the lot code associated with the head was reviewed. No deviations or anomalies were noted in the manufacturing process. Device history record review and complaint history review could not be performed for the stem as lot information was not provided. Review of the complaint history indicated no prior complaints for the part-lot combination for the head. Sem images confirmed the presence of dark debris on the femoral head taper. Eds elemental analysis of the debris on the head taper surface was performed. The debris on the head taper indicated foreign elements carbon, oxygen, titanium. The additional elements identified were chromium, cobalt and molybdenum which are consistent with the base material composition. The reported devices are used for treatment. It is unknown if the devices were used in an approved and compatible combination as shell part and lot information are unknown. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.